Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter post operative a right forearm fracture closed with the company's suture the patient developed an infection and lacked of healing in the right arm incision. The doctor suspects that it's because of the suture. The patient was brought to the surgery for irrigation and debriment.